Event description:
It was reported by the plaintiff's attorney that on or about (B)(6) 2009, the plaintiff was implanted with an ams miniarc to treat stress urinary incontinence. The plaintiff's attorney alleged that the plaintiff experienced "recurrent infections, severe pain and erosion, plaintiff underwent subsequent surgeries to remove the eroded mesh." The plaintiff's attorney also alleged that the plaintiff "suffered, and will continue to suffer, pain, disability, impairment," and "severe and permanent injuries."

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.